Event description:
Dealer stated that when the end user called for replacement batteries on her tdxsp-mcg power chair he advised the user that their facility no longer repairs power chairs. End user then mentioned that she had sustained injuries due to the joystick on her power chair. Dealer has no other information on the alleged unknown injury. This device is listed as part of the joystick recall. The alleged malfunction that caused the injury was not mentioned, it is unknown if the malfunction is related to the recall. Invacare consumer affairs tried contacting the end user to obtain additional information. Contact has been unsuccessful.